Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually examined and microscopically tested. Both components exhibited wear at a fold in the middle and proximal end of the body. One cylinder had a bulge when inflated with syringe. The pump was visually examined and functionally tested. No visual damages or abnormalities were found, and the component failed the activation test. Analysis of the reservoir did not identify any device abnormality and the component performed within specifications. Based on the information available and analysis results, the bulge identified in the cylinder and the pump activation issue could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a tear in the reservoir was found. The ipp was completely removed and replaced. The cause of the reservoir tear was not detailed by the hospital. No patient complications were reported.